Manufacturer narrative:
(B)(4). Was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transection? What color reload? ---no information. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? ---with an assist device. Was the spike of the trocar inserted lateral or through the staple line? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---there was a high possibility that the device was not fully fired. Were any unexpected noises heard? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---no information. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Manufacturer narrative:
(B)(4). Additional information: uncut washer. Blemished the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, the staples were unformed at the first firing though the doughnut was formed properly. The washer was not punched out. Another device was used to complete the case. The thickness of the target tissue was normal. The target tissue was clamped with the device uniformly. Neither clips nor staple lines were clamped at the firing. A purse-string suture for the anvil side was performed with the purse-string instrument. There was no problem in setting the device and the anvil and the anvil was set the device with a click sound. The doctor commented that the firing handle had not been grasped fully. There was no resistance when the device was removed from the patient. The target tissue was resected completely after the firing. Reinforcement material was not used. The unformed staples were deployed. There were no adverse consequences to the patient.